Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail that she spoke to the customer and the customer stated that she experienced high blood glucose levels. The blood glucose in the morning was over 470 mg/dl, she treated with a bolus and 30 minutes later it was 412 mg/dl. She called the doctor's office and was told to take another correction and call back in an hour. Blood glucose value went down to 363 mg/dl and then 370 mg/dl. Troubleshooting was declined. The customer stated she would call the doctor. The device will not be returned for analysis.